Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device was received with a scratched lcd window and cracked reservoir lip.

Event description:
It was reported by the customer's mother that the insulin pump had a damaged battery cap and upon inquiring further, it was discovered that she had been hospitalized for high blood glucose levels. Customer was admitted to the intensive care unit and blood glucose level was 500mg/dl at time of hospitalization. While troubleshooting the insulin pump, the customer stated the device had been exposed to moisture while they had been playing in water. Alarm history was also check and only a low battery notice was found. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.